Event description:
The disc that has been implanted in me continually moves around in my back causing nerve problems and other issues. My right leg has been the same since surgery with little or no feeling from the knee down and leg cramps that make me want to die. Since my back surgery, I have had many other surgeries from complications to the disk. The dr asking me questions would not let me tell the FDA about the problems. I was only allowed to answer the initial questions about the disk and not elaborated about the issues it has caused. The disc is in l5-s1 location and keeps me in pain all the time. I would not recommend the surgery for anyone.